Event description:
The duett pro was deployed following an interventional procedure via a 6 fr sheath in the common femoral artery. Following the deployment, the pt experienced a drop in blood pressure and hematocrit. A retroperitoneal bleed was confirmed and treatment consisted of two units packed red blood cells and discontinuation of the gp iib/iiia platelet inhibitor (reopro) and anticoagulation (lovenox) medications. The treatment was successful and the event was resolved with no further complications reported.